Manufacturer narrative:
Our importer (B)(4) (initial reporter of this event)couldn't get the details of the consumer and device information such as :patient name,age,weight,device sn code,ect. And couldn't get back the device to analysis for us.

Event description:
The consumer claims: "I bought this monitor in (B)(6) 2017. I have noticed that blood monitor shows the wrong data during measurements. I have unpaired and paired my monitor but the issue remained the same. I had a chance to compare measurement with different monitor that shows correct data with the same procedure followed - the difference was significant."